Event description:
It was reported that post op to a band implant, an egd found that there was erosion of the band, and the pt had developed an infection at the port site. There has been no date scheduled to remove the band. The pt is currently on antibiotics.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation, and remains implanted.